Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the mid right coronary artery with mild tortuosity. Pre-dilatation was performed with a 2.0x12mm unspecified balloon dilatation catheter. A 3.0x15mm rx xience v stent delivery system was advanced and the stent was deployed; however, a distal edge dissection occurred. The dissection was treated with another xience v stent. There were no other device or procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.